Event description:
It was reported that the patient observed an unspecified alarm. Due to concern for a positional alarm, log files were submitted for review. No unusual events were recorded in the log file history, equipment was operating as expected. A system controller exchange was performed, and the patient was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical alarms occurring when the controller was moved was not confirmed. The submitted system controller event log file contained approximately 7 days of data ((B)(6)2024 ¿ (B)(6)2024 per the timestamp). The data in the log file did not indicate any issues with the system controller. The pump maintained a speed above or at the low speed limit without issue throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2022. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the controller exchange resolved the alarms and the concern for positional alarm was clarified, stating the controller was only alarming during current positions when the patient would move.